Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a ventricular episode and there were concerns of inappropriate therapy. Technical services (ts) was consulted, and it was found that four possible inappropriate anti-tachycardia pacing (atp) and two possible inappropriate shocks were delivered. The behavior of the ventricular episode seemed to be a monomorphic ventricular tachycardia or atrial fibrillation (af) with rapid ventricular response (rvr), but it was not conclusive due to the right atrial (ra) lead being turned off. Programming options were recommended. No adverse patient effects were reported. This crt-d remains in service.